Event description:
A pt reported that in a meter/hcp meter comparison, surestep meter blood glucose reading was 69 mg/dl versus 113mg/dl for the healthcare provider meter. Pt reported having blurry vision. The meter is reportedly being cleaned incorrectly. No further info is available. The meter has been replaced. No allegations of harm have been made.